Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be interrogated during the latest in-clinic follow-up. The patient was asymptomatic. The device was explanted and replaced under the elective advisory warranty and exhibiting signs of premature battery depletion. The patient did not experience any adverse consequences.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.